Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2023-01113.